Event description:
The customer stated that their acuity centralized monitoring system ms1 was rebooting. It would restart, attempt to load acuity, fail and return to the "login window" then after a few minutes it would reboot again. This resulted in a temporary loss of centralized pt monitoring. There was no report of any pt harm as a result of the reported event. Note 1 for block a: the customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is finished.